Manufacturer narrative:
One non sterile stent of an enterprise vrd and delivery was received inside of the hub of a microcatheter (prowler); the stent was removed to perform visual analysis. The stent presented deformation on its distal end. The proximal end did not present any anomalies. The stent was observed under the microscope and the distal section presents deformation of the struts. No other type of damage was noted. Functional analysis could not be performed since only the stent was received and it was already deployed. (B)(6) medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01425460. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(6) medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 75 units, which were shipped from lake region medical on (B)(6), 2010. The history records indicate this product was final inspection tested at (B)(6) medical and was determined to be acceptable. The failure reported by the customer as "stent deployment difficulty-premature/in microcatheter hub" was confirmed during the microscopic analysis, the root cause of the damage of the stent could not be conclusively determined; neither the analysis nor the DHR review indicated that the device presented any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. It is possible that procedural factors or handling may have contributed with the reported condition since the records indicated that the product meets specification prior to shipment; therefore no corrective action will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00385 and 1058196-2011-00001. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that the enterprise was used off label for last means emergency effort for an ischemic stroke. The operator states that the 22mm enterprise would not advance through the prowler. An attempt to use a 28mm stent and had the same result. The microcatheter was switched to another microcatheter with the same product code and the 28mm stent was successfully placed. The operator thought there was something wrong with the microcatheter. The 22mm stent appears to be stuck in the hub. This was the operator's first time using the product. He states that the enterprise was "hubbed out in the micro-catheter." No further information has been obtained with additional attempts to determine if the enterprise introducer was fully seated and secured in the hub of the microcatheter or whether the first microcatheter was exchanged over a guidewire. The analysis of the returned device found that the stent distal ends were deformed. One non sterile stent of an enterprise vrd without the delivery system was received inside of the hub of a microcatheter (prowler); the stent was removed to perform visual analysis. The stent presented deformation on its distal end. The proximal end did not present any anomalies. The stent was observed under the microscope and the distal section presents deformation of the struts. No other type of damage was noted. Functional analysis could not be performed since only the stent was received and it was already deployed. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01425460. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported event of premature deployment of the stent in the hub was confirmed during analysis. The root cause of the damage of the stent could not be conclusively determined based on the analysis; however, with review of the DHR and analysis there is no indication of a relationship to the manufacturing process. The introduction procedure of the enterprise vrd is technique driven; requiring proper orientation and positioning of each component of the system. If prior to introduction of the stent fully within the microcatheter, the introducer is not fully seated in the microcatheter hub or there is movement of the introducer resulting in a gap, the proximal end of the stent will expand as it enters the gap. If the introducer is not secured, it will move and the gap will expand resulting in premature deployment of the stent in the microcatheter hub. If the stent damage noted on the returned device was present during manufacturing assembly, it would have prevented loading into the introducer. The stent damage may have occurred if it was advanced in the presence of a gap due to incomplete seating of the introducer. With review of the analysis of the returned prowler select plus microcatheter, the enterprise stent and the DHR reviews there is no indication of any device manufacturing issues impacting the event. Procedural factors may have contributed to the reported event. Therefore, no corrective action will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00385 and 1058196-2011-00001.

Event description:
The initial report indicated that the enterprise stent was used during an emergency for an ischemic stroke. The operator states that the 22mm enterprise would not advance through the prowler. They tried with a 28mm stent and had the same result. They switched micro-catheters (same product code) and tried again. They successfully placed the 28mm stent. The operator seems to think there was something wrong with the micro-catheter. The 22mm stent appears to be stuck in the hub. Additionally, the analysis of the enterprise stent reveal that the distal end was deformed. The physician used this in an emergency as a last means effort to save someone's life. This was this first time using the product. He states that the enterprise was hubbed out to the micro-catheter.